Event description:
Device 1 of 2. Reference MFR report #1627487-2014-02365. It was reported during the permanent procedure, the physician was having difficulty using the epiducer. The physician noticed that the epiducer and end was frayed. A new epiducer was opened and used to complete the procedure. In addition, the physician had difficulty removing the curved stylet from the lead after placing the lead. The physician pulled the lead out completely in order to remove the curved stylet. A straight stylet was used to reposition the lead and complete the procedure. The procedure was extended for one hour and forty five minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patients physician regarding medical history.